Event description:
Customer reported a malfunction with the pump, flagged by malfunction code 12, though no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, and the customer planned to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. The shipping address was confirmed, and instructions were given to return the pump using a pre-paid label within ten days, which the customer acknowledged.